Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of endophthalmitis and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported xen®45 gts implanted via ab-externo in conjunction with cataract surgery in right eye. About one year later, patient experienced fibrosis, endophthalmitis and xen®45 gts had eroded through the conjunctiva at 12 "clock hour" position. Patient was treated with vitrectomy and intravitreal antibiotics. The right eye has been removed via enucleation and replaced with synthetic eye.